Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown sheath and the catalog and lot numbers are not available. Hildick-smith, d. J., khan, z. I., shapiro, l. M., & petch, m. C. (2002). Occasional-operator percutaneous brachial coronary angiography: first, do no arm. Catheterization and cardiovascular interventions, 57(2), 161-165. Doi:10.1002/ccd.10329. As reported in the publication hildick-smith et al occasional-operator percutaneous brachial coronary angiography: first, do no arm; catheterization and cardiovascular interventions 57:161¿165 (2002); a cordis sheath was used during a percutaneous brachial coronary angiography and two cases resulted in weakness of the radial pulse requiring overnight admission for observation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. Given the limited information provided, and without the return of the devices for analysis or procedural films, the reported events ¿weak pulse¿ could not be confirmed and the exact root cause could not be determined. A weak pulse can be caused by multiple conditions including but not limited to hypovolemic or cardiogenic shock and heart arrhythmias. The instructions for use (IFU) states that complications may arise during the use of the device in an interventional procedure. This complication may occur at any time during or after the procedure and users are trained and experienced in how to treat this complication. Without a lot number to conduct a device history record (DHR) review and with the limited information provided, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the publication hildick-smith et al occasional-operator percutaneousbrachialcoronary angiography: first, do no arm; catheterization and cardiovascular interventions 57:161¿165 (2002) ; a cordis sheath was used during a percutaneous brachial coronary angiography and two cases resulted in weakness of the radial pulse requiring overnight admission for observation.